Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing on an in-house is3000 test system. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. The instrument was found to be fully functional. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si nephrectomy procedure, it was noted that the tips on the double fenestrated grasper instrument were not moving correctly. No fallen or missing pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.